Event description:
It was reported by the customer that during pm, the cs300 intra-aortic balloon pump (iabp) had a battery requires maintenance message. There was no patient involved.

Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit, e1: event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further review, the initial emdr for this complaint was submitted in error. The complaint was created incorrectly and is not reportable to the FDA therefore, no follow up emdr is required. Please cancel this report in your database, as it has been opened for a battery maintenance required message due battery expiration and there was no malfunction with the unit.